Event description:
The passeo-35 xeo balloon catheter was chosen for the treatment but the balloon rupture during the treatment of an arterial anastomosis. The balloon came apart inside the patient. All parts of the balloon were removed with a snare.

Manufacturer narrative:
The balloon ruptured at 16 atm during inflation. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned severely damaged and fractured in two parts. In the as-returned state, the proximal part of the device was located inside a 4f cordis avanti (5.5 cm) introducer sheath. The introducer sheath was found slightly deformed at its distal end and axially compressed in its proximal portion which is indicative for the application of a high tensile force. The distal device fragment (device tip, distal balloon portion, distal inner shaft portion) has a length of about 25 mm. The proximal device fragment (device hub, device shaft, inner shaft with both radiopaque markers, proximal balloon portion) has a length of 984 mm. The balloon has burst transversally and has separated. In close vicinity to the tearing edges, scratches were observed on the balloon surface which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Moreover, the inner shaft has fractured at the distal end of the distal radiopaque marker. The inner shaft and the fracture sites are plastically deformed. The inner shaft diameter does not comply anymore with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the balloon burst is related to the patient¿s anatomy. The balloon and the inner shaft most likely fractured as a consequence during withdrawal due to tensile overload.

Event description:
The passeo-35 xeo balloon catheter was chosen for the treatment but the balloon rupture during the treatment of an arterial anastomosis. The balloon came apart inside the patient. All parts of the balloon were removed with a snare.